Manufacturer narrative:
Patient weight not made available from the site. 10/01/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 10/07/2015 software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. - no further issues have been reported.

Event description:
A site representative, system specialist, reported that, while in an ear, nose & throat (ent) procedure the surgeon alleged an inaccuracy of approximately half a centimeter; it is unknown in which direction. The alleged inaccuracy was noticed with all instruments. The site would re-adjust the frame and re-register the patient, however, accuracy was not restored. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.